Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim device was used in a procedure performed on (B)(6) 2023. It was reported that the dart detached from the suture during placement. The physician was unable to recover the dart using the capio device. The dart was then removed from the patient using an emergency wire. As a result of the incident, the intervention time has been extended.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment. Block h10: the returned capio slim device was analyzed, and it was found that the device did not have any visual damage/defect, and suture fit properly into the carrier. During the functional inspection, the handle was actuated, and the carrier could move in and out. After deploying the carrier, the cage could catch the suture and the needle did not detach from the suture. With all the available information, boston scientific concludes that the event of dart detachment cannot be confirmed. After the product analysis, it was determined that the device had no visual issue/damage. Additionally, the suture was loaded and fitted properly into the carrier. During the functional inspection, the handle was actuated, and the carrier was able to move in and out. After deploying the carrier, the cage could catch the suture, and the needle did not detach from the suture. Therefore, the event of dart detachment is assigned a most probable conclusion code of "no problem detected" since the device complaint or problem cannot be confirmed. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used in a procedure performed on (B)(6) 2023. It was reported that the dart detached from the suture during placement. The physician was unable to recover the dart using the capio device. The dart was then removed from the patient using an emergency wire. As a result of the incident, the intervention time has been extended.